Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the reservoir had small air bubbles on the top part. The blood glucose level at the time of the incident was 214 mg/dl. During troubleshooting, they indicated that insulin was not stored at room temperature and the insulin pump was not rewound with the reservoir in place. It was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. She was then advised to change the infusion set. The mother mentioned that they had the issue with multiple reservoirs and changed to a different lot number. The reservoir will not be returned for analysis.